Manufacturer narrative:
Boston scientific concludes that the alleged fiber break/rupture cannot be confirmed. The he-ne (helium-neon) laser fixture did not identify any breakage along the fiber body. Analysis did identify the glass cap was protruding mor than usual, indicative of glue failure. It is likely that the customer may have perceived the movement of the metal cap as a break. The identified debris adhesion on the metal cap surface probably contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis result and information available, there was no fiber break found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The investigation is assigned a conclusion code of unintended use error caused or contributed to event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during photoselective vaporization of the prostate procedure with greenlight moxy fiber optic, there was a reflecting mirror rupture suggesting a fiber break. The procedure was completed with another of the same device same lot number. No further complications reported.

Event description:
It was reported that during photoselective vaporization of the prostate procedure with greenlight moxy fiber optic, there was a reflecting mirror rupture suggesting a fiber break. The procedure was completed with another of the same device same lot number. No further complications reported.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate procedure with greenlight moxy fiber optic, there was a reflecting mirror rupture suggesting a fiber break. The procedure was completed with another of the same device same lot number. No further complications reported.